Event description:
Boston scientific received information that a lead revision of this left ventricular lead took place due to the patient experiencing heart failure symptoms and left ventricular loss of capture was noted. The pacing impedances were within normal range the past 21 months. During the revision the physician noted a loose connection, the lead was removed and the terminal pin was cleaned and tested with a pacing system analyzer (psa). The lead was once again tested and impedances had decreased. The device was programmed tip to can. Physician noted that prior to revision, pt presented with wide complex qrs with rv only pacing. Once lead was reinserted and tightened down, biv pacing restored narrow qrs complex. In addition, the rep noted that the pacing thresholds had been high since the device change out procedure, which supports that a potential connection issue or blood in the terminal pin was present.

Manufacturer narrative:
Should additional information become available this investigation will be updated.